Event description:
It was reported that a patient underwent a right total hip arthroplasty in 1999. Subsequently, the patient was revised on (B)(6) 2014 for unknown reasons. A review of invoice history confirmed the modular head and liner were removed and replaced. It was further reported that underwent an irrigation and debridement procedure on (B)(6) 2014 due to infection. The modular head, liner and locking ring were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "early or late postoperative infection and/or allergic reaction". Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is 1 of 2 mdrs filed for the same event (reference 1825034-2015-00220 & 00236).